Event description:
Information received from the field notes that the patient began to have fullness in her neck and a pulsating sen- sation. It was discovered with deep inspiration that the patient had very poor atrial lead function that was not detectable at implant. It was not able to be programmed due to decreased atrial sensing and oversensing of the ventricular lead.